Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a 3.00 x 33 mm and a 3.25 x 18 mm xience alpine stent were implanted on (B)(6) 2015. On (B)(6) 2015, the patient was re-hospitalized due to other unspecified cardiovascular symptoms and myopathy. It is unknown what treatment was performed. The patient was discharged. No additional information was provided.